Event description:
When measuring for the cannulated screw, the surgeon had to subtract 5 mm from the measured length to get the accurate size.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The drawing 702627 revision f was reviewed: the calibration is engraved with a safety of 5mm which permits to confirm the reported event. This safety calibration of 5mm is a part of specifications. The screw length could not be measured by direct reading on the calibrated guide wire as seen on the provided picture. The return of the affected devices was requested 4 times as well as product identification. A review of the labeling did not indicate any abnormalities. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Based on the investigation results, this case could be classified as a non-issue. This is the normal scale of the device. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
When measuring for the cannulated screw, the surgeon had to subtract 5 mm from the measured length to get the accurate size.